Event description:
It was reported that the insulin pump was exposed to moisture from sweat. The customer stated that there was condensation under the liquid crystal display screen. He did not know the blood glucose reading. He stated that he had been biking with the device under his jacket, leading up to the issue. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.